Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a compromised force sensor system alarm. Caller stated that the drive support was sticking out. Blood glucose level at the time of the incident was 400 mg/dl. The insulin pump was not replaced or returned for analysis.